Event description:
Reference number (B)(4) event occurred in argentina. It was reported that patient faced the infusion set detachment event on (B)(6) 2025. The location of detachment was at the site release. The site location was gluteous. The infusion set was in use for one day. No further information available.